Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The carefusion fse went on site and replaced the driver. A failure analysis was performed. Found that a tinsel wire is broken and duplicated that the driver stopped. This is a known issue that has been addressed via an internal action. Finding/root-cause: defective tinsel wire assembly pn 23111-001.

Event description:
The following description of the event was documented by a carefusion tech support specialist in a response to a phone conversation with a user facility representative on (B)(6) 2014 the customer called to report that the driver on this vent stopped while on a patient. The overheat light was on. The customer stated that the unit alarmed appropriately when the driver stopped. The end-users were able to attend to the patient without any compromise to the patient.